Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) had an isolated stored signal artifact monitoring (sam) episode. Which revealed a high out-of-range impedance measurement on the non-boston scientific right ventricular (rv) lead. Noise was also observed. Technical services (ts) discussed possible causes and troubleshooting options. The physician decided to continue monitor. No adverse patient effects were reported. This product remains in service.